Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient may have had a type I or type ii endoleak. An intervention likely occurred with another manufacturer's device; however, the details and outcome have not been provided. No additional information about the source of the endoleak has been provided.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak). Results/conclusions: (source of endoleak, intervention, and outcome details not provided).